Manufacturer narrative:
A field service engineer (fse) exchanged the incubator water bath due to cracks, the sample assembly was exchanged, and the sample probe was adjusted. The fse checked the cell rinse functionality, probe wash, system wash consumption, and gear pump pressure, and all were okay. The qc was performed and passed. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
Complete name for medwatch field e1 initial reporter establishment name: (B)(6). The potassium electrode lot number and expiration date were not provided. A field service engineer (fse) replaced gaskets and seals on the syringe, rinse tubes, and cuvettes. The fse completed an ion-selective electrode check and cell blank check and both passed. During another visit, the fse found that the sipper needle was bent and exchanged the sample probe. The investigation is ongoing.

Event description:
There was an allegation of a questionable potassium electrode result from the cobas 6000 c501 module. The initial result was 4.31 mmol/l, and the repeat result was 2.90 mmol/l. The results were not reported outside of the lab. The potassium result was questioned because the results for sodium and chloride both had data flags but the result for potassium did not and was manually repeated.